Event description:
The international customer reported the ventilator alarmed on power up due a vent inop. The device was not in use on a patient so there was no patient involvement or harm. The manufacturers field service engineer (fse) replaced the sensor pcb to correct the reported problem.